Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Additionally, the tyvek lid was lifted on both the inner and outer blister compromising sterility. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined at this time. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: the event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the packaging was opened for the femoral component, the sterile blister was noted to be slightly open and warped. As sterility could not be confirmed, another implant was used to complete the procedure. No adverse events were reported as a result of this malfunction.